Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The last blood glucose reading the patient recalls prior to losing consciousness was 120 mg/dl with the arrows down while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin. Symptoms reported include feeling shaky, jittery, and cold sweating a lot, and passing out. The patient was treated with IV (intravenous) fluids, drank some juice and ate some crackers. The patient was not sure when they were released from the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.